Event description:
It was reported that the pump "malfunctioned and stopped working". There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.